Event description:
When the package was opened, the haptic of an aq2010v silicone three piece lens was bent. There was no patient contact. However, when the product was returned, the optic was torn and one haptic was bent. There was evidence of surgical residue on the lens.

Manufacturer narrative:
Results: visual inspection of the product found the optic torn and one haptic bent. There was evidence of surgical residue. A work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.